Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noticed that the tip of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported.